Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 1627487-2020-00250, related manufacturer reference number: 3006705815-2020-00116, related manufacturer reference number: 1627487-2020-00251, related manufacturer reference number: 1627487-2020-00252. It was reported that following a skin flap removal procedure the patient experienced an infection. As a result, surgical intervention was undertaken wherein the scs system was explanted on an unknown date. The patient was hospitalized and received both oral and IV antibiotics. The infection has since been resolved.

Manufacturer narrative:
Date of explant is unknown. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.